Event description:
It was reported that upon opening the product, the band that holds the pouch was broken in half. They opened a new one to complete the procedure. There was no pt impact. Device will be returned.

Manufacturer narrative:
Date sent: 02/22/2008. Eval summary: the analysis results found that the pouch was returned in good visual condition. All components were present and in good condition. No broken components were noted. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.